Manufacturer narrative:
Additional information: d9. G3, g6, h2, h3 one 4 lesion nt2000 pain management rf generator was received into the lab for analysis. Inspection of all internal electrical components preceded product testing due to the reported event description. No visible signs of a thermal event was observed, and no odor was detected when the device was opened for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Several lesion cycles were successfully performed without replicating the reported issue. Full functional and electrical safety testing shall be performed with any relative findings updated to this evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported smoke from the generator remains unknown.

Event description:
During device preparation, smoke was noted from the generator. There was no patient involved.